Event description:
It was reported that the tenaculum forceps instrument has cables coming out. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that one grip close cable is broken at the distal idlers and the pulley to spin freely. The cable broke under tensile loading. The cable wear on the pulleys combined with large fleet angle between proximal and distal pulleys and high grasping force likely contributed to breakage. Engineering also observed the distal end of main tube has various deep scratches with material removed. The scratches are all under .250" long and not aligned with the tube axis. Based on the location and appearance, the damage was most likely caused by instrument collisions or rough handling. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.